Event description:
Boston scientific crm received information that this patient experienced rates in the 30's. The leads were tested and found to be functioning appropriately. T-wave oversensing was suspected. The sensitivity was reprogrammed.

Event description:
New information was recived that this device was explanted. The patient exhibited loss of capture on the right ventricular lead, as well as the t-wave oversensing, so the physician decided to replace both the device and lead.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.